Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Haccording to the reporter, during the procedure, the device was used to seal left gastroepiploic artery in the beginning of the procedure (no ligation of peripheral and the center). The vessel diameter was 3 to 4 mm. There was no bleeding observed after the vessel was sealed. Post procedure, sometime between late at night and the early hours of the following morning, the patient died. As a result of autopsy, the patient died of bleeding from left gastroepiploic artery. The amount of bleeding was about 2,500cc. The tissue supposed to be sealed was found partially opened; the peripheral section was cauterized and sealed but the center was not and completely opened, only slight thermal spread seen.